Event description:
Hill-rom received a report from the account stating the left siderail is not latching. The bed was located at the account in the hall. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a crooked latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail latch to resolve the issue. Based on this info, no further action is required.